Event description:
Overdelivery reported. The pump was programmed to infuse a heparin drip at 12 ml/hr via primary line with a concurrent infusion of 0.45ns on the secondary line at 80 ml/hr. A new 250 ml container of heparin was hung at 8pm. The container was empty at 5:45am. The settings had reportedly been double checked by the nurse manager. There was no report of any adverse pt effects from the delivery. No medical intervention was required.